Manufacturer narrative:
Blank fields in this report are the result of information not provided by the initial reporter or user facility. Additional information has been requested but not yet received. This device is used for therapeutic purposes. Concomitant product(s): 1885061hs: round diamond bur 5mm 15deg, lot # 0209504794, 1883672hs: high speed diamond bur 70deg, lot # 0209237919. Initial reporter: (B)(6). (B)(4). No devices returned for evaluation; therefore, analysis could not be completed.

Event description:
Medwatch report #(B)(4) was received on september 8, 2015. It was reported that on (B)(6) 2015, "endonasal sinus surgery was in progress when the high speed tapered diamon, 4mm 70 degree, burr's tip (ref# 1883672hs/lot#0209598413) was noted to be missing. No patient/staff harm. Additional burrs obtained for procedure to continue. Two more endonasal drill attachments from the same manufacturer/company broke during the case: first, ref#1885061hs/lot#0209504794 -hiigh speed round diamond burr, 5mm 15 degree, burr's neck broke and the tip popped out while in use. Second, ref#1883672hs/lot#0209237919 - high speed tapered diamond burr 4 mm 70 degree, burr broke." There was no reported injury to patient or user.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.